Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the lad. Six days post index procedure the patient suffered a cerebral infarction. The investigator assessed the event as not related to the device. Medication and thrombolytic therapy was administered as treatment. Outcome is resolved.